Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the top of the obturator was disengaged. The dissector balloon, lock collar, trocar balloon, valve seal and envelope seal were received. The insufflation bulb was received. The inflation syringe was received. Pmv performed functional testing; the trocar and dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the top of the obturator being disengaged may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tep laparoscopic inguinal hernia procedure, at the beginning, the device¿s obturator head was breaking off the accessory obturator. In order to complete the case, pulled out. No patient injury.